Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient felt pain and a pulling sensation at the lead incision site. The symptoms did not resolve after the patient was given post-op pain relief medication and the device programming was changed. The device was removed and the patient has recovered. There have been no reports of further complications regarding this event.